Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens in the injector and noticed the lens was torn. No pt contact or injury. This is one of two incidents that occurred to this pt. See MFR report number 2023826-2007-00582 for the second report.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows no visible damage to the lens. There is clear and reddish surgical reddish residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.